Manufacturer narrative:
(B)(4)

Event description:
It was reported that: "the md at the emergency center inserted the ez-io needle into the right upper humerus of the patient in cardiopulmonary arrest, in order to inject more volume of the medical agent. However, the condition of the patient did not improve and finally died. When a trainee doctor was removing the needle, the cannula broke, the issue occurred after the patient died. The customer stated that there was no causal relationship between the device and the patient's death."

Manufacturer narrative:
(B)(4). The reported complaint was confirmed based on the investigation of the returned sample. The customer provided one photo and returned one unit 9079-vc-005 ez-io 45mm needle (box of 5) for evaluation. Visual inspection revealed that the 45mm ez-io cannula was broken and separated. A review of the certificate of compliance was performed with no findings available. Additionally, the IFU states "to remove ez-io from patient: a. Remove ez-connect extension set. B. Lift & remove ez-stabilizer dressing. C. Attach luer-lock syringe to hub of cannula. Maintain axial alignment and rotate clockwise while pulling straight out. Do not rock or bend the cannula. Improper technique may cause cannula to break". It was determined that there was sufficient evidence to confirm that this damage was the result of undue force. For the stainless-steel cannula to experience this failure mode, there likely was excessive force applied at an off angle during removal. Based upon the damage observed, unintentional user error caused or contributed to this event.

Event description:
It was reported that: "the md at the emergency center inserted the ez-io needle into the right upper humerus of the patient in cardiopulmonary arrest, in order to inject more volume of the medical agent. However, the condition of the patient did not improve and finally died. When a trainee doctor was removing the needle, the cannula broke, the issue occurred after the patient died. The customer stated that there was no causal relationship between the device and the patient's death."